Manufacturer narrative:
The initial MDR was submitted with an incorrect 510k number. It is corrected to read exempt.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. The retained boxes were visually inspected for appearance conformity and nothing irregular was seen. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5a004 conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® stretch latex free tourniquet caused an allergic reaction in a person with auto-immune disease. There was no medical intervention or serious injury reported.